Event description:
It was reported that during the farapulse pulmonary vein isolation farawave catheter was selected for use. It has been mentioned that during ablation, the physician reported that the guidewire was stuck in the left inferior pulmonary vein (lipv). Under fluoroscopy, the guidewire could not be moved for a few seconds. While pulling the guidewire back, the catheter was observed transitioning from basket shape toward a flower shape. The guidewire was subsequently freed, and the procedure continued. After the case, it was noticed that the catheter had a protrusion from the tip, likely stemming from the guidewire lumen. No patient complications occurred. The product is expected to return for analysis but the product was not received.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device was available for return, however the device has not been received; therefore, a technical analysis of the complaint device could not be completed. An image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe the catheter had a protrusion from the tip, likely stemming from the guidewire lumen. Even though media inspection confirmed the allegation of material deformation, the product was not returned for additional testing to confirm the other allegations. Therefore, the reported issue cannot be established due to lack of evidence.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation farawave catheter was selected for use. It has been mentioned that during ablation, the physician reported that the guidewire was stuck in the left inferior pulmonary vein (lipv). Under fluoroscopy, the guidewire could not be moved for a few seconds. While pulling the guidewire back, the catheter was observed transitioning from basket shape toward a flower shape. The guidewire was subsequently freed, and the procedure continued. After the case, it was noticed that the catheter had a protrusion from the tip, likely stemming from the guidewire lumen. No patient complications occurred. The product is expected to return for analysis.